Manufacturer narrative:
The customer-reported issue was initially confirmed via review of patient history file which revealed four system checkout failures. Additionally, the customer-reported issue was replicated during functional testing where the system checkout failures were able to reproduced. The root cause of the driver not passing the system checks was determined to be a malfunction of the pressure transducer on the pressure sensor board. This issue will be monitored and trended as part of the customer experience process. Syncardia has completed its investigation and is closing this file. (B)(4) follow-up report 1.

Manufacturer narrative:
The companion 2 driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR. (B)(6).

Event description:
The companion 2 driver was not supporting a patient. The supplier, a syncardia authorized warehouse, reported that the companion 2 driver did not pass the system check.